Manufacturer narrative:
Report source: article titled "revision surgery after vertebroplasty or kyphoplasty", by kee-yong ha, md, ki-won kim, md, young-hoon kim, md, in-soo oh, md, sang-won park, md method: device not returned; followed up with author.

Event description:
In an article titled "revision surgery after vertebroplasty or kyphoplasty", the following was reported: six patients underwent kyphoplasty between (B)(6) 2001 and (B)(6) 2006. The average time to revision was 15 months (range, 3 to 70 months). Case 1: (B)(6)/f, treated for ocf at level l2. Anterior and posterior fusion performed 24 months post-op due to infection. Case 2: (B)(6)/m, treated for ocf at level d12. Laminectomy performed 15 months post-op due to progressive kyphosis. Case 3: (B)(6)/m. Treated for ocf at l1. Anterior fusion performed 3 months post-op due to infection, which was misdiagnosed preoperatively. Case 4: (B)(6)/f, treated for ocf at l1, 2. Anterior and posterior fusion performed 6 months post-op due to infection. Case 5: (B)(6)/f, treated for ocf at d12. Anterior and posterior fusion performed 3 months post-op due to progressive kyphosis. Case 7: (B)(6)/f, treated for ocf at l1, 3. Anterior and posterior fusion performed 18 months post-op due to infection, which was misdiagnosed preoperatively. Death due to sepsis and metastatic cancer was noted. Case 11: (B)(6)/f, treated for ocf at d11, 12. Anterior and posterior fusion performed 8 months post-op due to progressive kyphosis. This patient had undergone pkp for an unstable burst fracture at another institute. Initially, the patient had refused a major operation for religious reasons. No further information was reported. Note: medtronic product is not currently distributed in (B)(4). It is also noted that the cases took place between 2001 and 2006; however, hv-r bone cement was not available until 2004.